Event description:
I had the essure permanent birth control device in 2010 approximately six months later I developed extreme abdominal bloating. Coworkers, friends, and strangers out in public would ask when the baby was due. I would answer that I was not pregnant and had several upcoming doctor appointments to figure out what is wrong. My gynecologist did a ultrasound to determine if I had fibroids or any other type of problem with my uterus and it came back perfectly normal. I then had a colonoscopy done to see if ther was an intestinal blockage. Again that came back perfectly normal and yet I was still bloated, uncomfortable and miserable. I also developed extreme fatigue and lethargy. By general practitioner did a full blood work up and determined that I was vitamin d deficient. My gynecologist also did a full hormone work up and it came back as perfectly normal. I have lived for the past few years with continued abdominal swelling and extreme discomfort and lethargy within the past year I have developed horrible joint pain and swelling of my knees, my pelvis and ribcage ache and I have sharp abdominal pains and lower back pain. I understand that all medical devices and medicine have side effects, however none of these were ever mentioned. I was also never tested for a nickel allergy before I had this essure procedure done. It's my firm belief that this product has wreaked havoc on my body in these past 5 years. I have had no health issues the whole of my life all four of my pregnancies were perfectly normal. I don't smoke or drink. I have maintained a healthy weight throughout my life and have enjoyed great health until this product was put in me. I have an appointment with my gynecologist on (B)(6) 2015 to talk about removing essure from my body. My non-surgical choice of essure has led to years of health issues, loss of money and work hours and now I will have to undergo a hysterectomy to remove them.